Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Customer's blood glucose level was 250mg/dl. During troubleshooting with tandem technical support, the error was cleared and a new cgm session was able to be started.